Event description:
It was reported the camera head failed to connect to the tower and there was no image. The issue was found during an unspecified procedure. The procedure was canceled with no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to and inspected by a third-party. Therefore, the investigation will be performed based on provided information. The customer's allegation was confirmed by the third-party report: failed to connect to the tower, no image due to an intenal leak causing damage in the ccd and the video connector. In addition, new damages/defects were observed: corrosion was found on the components impacted components. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record - DHR was conducted, and no issues were identified olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head failed to connect to the tower and there was no image. The issue was found during an unspecified procedure. The procedure was canceled with no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional relevant information becomes available.